Manufacturer narrative:
Corrected fields: b5, b6, b7, d4, d10. H6(health effect - clinical, health effect - impact). Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunctions. The fse replaced the power cable retractor (d012-00-1688-22). The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by failure analysis and testing dept. (Fat): the failure analysis and testing dept. Received part number 0012-00-1688-22 with a reported unit failure of a defective power cord reel.the fat performed a visual inspection and found the part to be in good condition. The fat installed the reel in cardiosave test fixture serial number ca204341l1 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Passed testing. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cable is defective. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cable is defective.